Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump had been hacked into by a cellphone. It was noted the patient was hearing voices in their head and they were making the patient's back hurt. The patient mentioned the someone hacked into the pump and they had been hearing voices in their head since 3-4 years ago. The patient stated "they are "profanity" with me and making my back hurt".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported it was not confirmed if the patient's pump was hacked. The cause of the voices in the patient's head was amphetamine psychosis and the actions taken were the treatment of psychosis. It was unknown if the issue resolved and the patient's weight was (B)(6).